Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b1, b2 and b5.

Event description:
Per clinical review: on (B)(6) 2025, the team experienced a problem with the heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby a 6-inch roll pump displayed belt slip, pump jam, and belt under-speed error messages. The roller pump was being used to deliver cardioplegia when the error messages occurred. The user tried to adjust the tubing and manually moved the roller head, which helped to restore function for approximately 10 seconds, but the pump stopped again with the same error messages. Ultimately, the cross clamp was removed, and the pump was changed out for a replacement. The procedure was completed successfully with no delay, no blood loss, and no adverse event.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed 'belt slip', 'pump jam' and 'belt under-speed' messages while giving cardioplegia. The team tried to adjust the tubing and manually move the roller pump head which resolved the issue momentarily before it happened again. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 & h6. The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical, and visual testing was performed successfully. There were no errors found in the logs. The unit operated to the manufacturer's specifications.